Event description:
Information was received indicating that the display to a smiths medical level 1® hotline® low flow system was reported to be cracked. The system was also noted to take a long time to heat. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the lcd screen was black. A stained and flaking float switch was also observed. The investigator also noted wear and tear damage to the enclosure and front cover. The heater assembly was also rusty. The water tank cover was also cracked. The investigator subsequently attached block assembly and attempted to calibrate the device. The customer reported product problem was confirmed during testing. The returned unit had a cracked display and took a long time to heat to the required temperature. The product problem was attributed to a liquid crystal leakage in the lcd and a faulty pcb. A rusty and faulty heater caused the temperature problem. The problem source of the reported product problem was unknown. A root cause was not established. The following components were placed in order to repair the device: float switch, pcb, membrane switch, drain fitting, tank cover, front cover, heater assembly, and plate clip.  Preventative maintenance was subsequently performed, after which the device was confirmed to have passed all functional tests.